Event description:
Customer reported an incidence of altitude alarm 21 being triggered on their pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer to clean the pump's speaker holes and reconnect the cartridge, allowing insulin to resume within five minutes. No further alarms occurred, and the pump returned to normal operation. Technical support also provided preventive advice, which the customer acknowledged.